Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged. The following information was received by the initial reporter with the following verbatim. Trifuse was broken from the connector side and blood backed up into the umbilical line, that was when the nurse noticed the breakage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported that the sample broke from the connector. Two samples one used and one unopened model mz9266, lot 24069332 were returned for investigation. The sets were examined for defects and abnormalities. The used tubing with the white clamp was separated from the maxzero connector. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root causes are related to partial solvent application in tubing (lack of solvent) due to an incorrect solvent application method by the assembler. A quality alert was generated on december 12th, 2024 to communicate, reinforce the correct solvent application method using a medica solvent dispenser to avoid separation between components. A device history record review for model mz9266 lot number 24069332 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 16jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: mz9266 batch#: 24069332 it was reported by the customer that trifuse was broken from the connector side and blood backed up into the umbilical line, that was when the nurse noticed the breakage verbatim: trifuse was broken from the connector side and blood backed up into the umbilical line, that was when the nurse noticed the breakage additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Trifuse was connected to the patient and the blood was backing up into the line. This event also resulted in an open system increasing the potential for line infection. 2. Can you please provide the lot number associated with reported issue? I do not have the lot # for the trifuse. The lot number for the smartsite extension that was malfunctioning today is (10) 22125358 ref: (B)(4). 3. Total number of occurrences? Trifuse- 1, smartsite extension- 2 4. Sample available is mentioned as yes, are you able to provide the address of the facility for us to ship the return label?.